Event description:
In 2007 a patient underwent repair of an iliac arterial aneurysm on the right side. Per the physician's design, the trunk-ipsilateral leg component was deployed at the level of the proximal end of a previously placed surgical graft. The contralateral side of the endograft compressed inside the surgical graft. Multiple attempts were made to cannulate the contralateral gate without success. An aortouniliac procedure was performed using a talent one piece device. A bi-lateral femorofemoral bypass graft was then placed. The patient tolerated the operation.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.